Event description:
It was reported that the patient has had extra spasms since implant but the health care provider (hcp) did not want to change the dosing. However, the pump was refilled one month prior to the date of this report and the hcp increased it by 10% and added a bolus to the patient¿s dosing. The bolus did work that day. However, the patient has had three falls in two days which reportedly coincided with the change in therapy. Then, approximately one to two weeks prior to the date of this report, the patient noticed a sudden return of spasticity/increase in baseline spasticity. The spasticity was described as ¿really bad/worse.¿ the spasms, noted as ¿everywhere,¿ had increased with the patient¿s legs being ¿straight as a board¿ and epigastric spasms were also present. The patient had not had gastroesophageal reflux disease (gerd) problems in a year or two but now it was back. The patient also experienced an increase in baseline pain. The patient experienced pain because she had a compounded drug and the physician had added pain medication to the pump. ¿last friday,¿ the hcp did not do a refill but rather just increased the dose by 20% with no change in spasticity and the spasms continued to worsen. The patient reported a catheter problem but was also unsure if there was a catheter and/or pump problem. No one in the area could perform a dye study so the patient was reported to most likely have an exploratory surgery to replace the catheter and/or the pump. It was later reported the patient¿s medication had been titrated up, frequently and repeatedly, with little effect and noted increased spasticity. The managing physician advised the replacement of the catheter and pump. The patient¿s pump and a portion of the 8709 were explanted. Diagnostic testing included catheter access port assessment to determine if the catheter was patent. When the catheter access port was accessed two cc¿s were removed from the pump with the old 8709 still attached. Although successful, the catheter was replaced for precaution. The catheter was tied off in the pocket as it could not be located. At the spinal segment the connector was removed and the existing catheter was tied off. The pump was to be returned but the catheter portion would not be as the customer refused. It was unknown if the issue was resolved and the cause of the issue was not determined. At the time, of the report the patient's status was reported as alive-no injury. This device system delivered lioresal and morphine. Additional information was requested to verify the patient¿s current status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Upon device return, analysis found no anomalies.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump had been replaced (B)(6) 2014 ¿due to not being in the intrathecal space.¿ the device was sent to the manufacturer for analysis. The pump was used to infuse lioresal (baclofen) and morphine (unknown). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).